Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and ketone on november 28, 2018 with blood glucose of 370 mg/dl at the time of incident and current blood glucose value is 238 mg/dl. Customer report other blood glucose value was 354 mg/dl. Customer report they did not allege pump was under delivering. The customer did not experience any symptoms of their high blood glucose episodes. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.